Event description:
Information received indicates the left siderail is not locking in place.

Manufacturer narrative:
The technician found the black pull handle was wedged up and not allowing the siderail to lock. He loosened and lubricated the handle to repair the bed.